Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement.

Event description:
(B)(4): customer mark called in for help on med lll unit is failing the fluid side test on two on the channels. While on the phone customer said he may have figure it out if not please call us back to further assist him.